Manufacturer narrative:
The device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the sutures of the first proglide deployed successfully. When the second proglide device was deployed, the foot of the proglide got stuck in soft tissue and separated from the device. The separated foot of the proglide remained in the patient anatomy. Cut down surgery was performed to retrieve the separate proglide foot and repair of the femoral artery was performed. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.